Manufacturer narrative:
Additional information was received that the patient believed that the ipg was not helping and wanted it out. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. Device malfunction was not suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. Device malfunction was not suspected.